Event description:
The instrument was recieved via materials with only comment that the device didn't work. No pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the blade scratched, gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may have increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure".